Event description:
Voluntary medwatch report received reported impedance issue on the right ventricular lead. No intervention or patient consequences were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5152734.